Event description:
On (B)(6), 2011, the pt was being treated with the conformable gore tag thoracic endoprosthesis (B)(4) for a traumatic type b dissection. The endoprosthesis was inserted and deployed successfully, however, upon removal of the 22fr gore dryseal sheath the patients right iliac artery ruptured which was repaired with an 8mm prosthesis using an iliac-femoral bypass procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Images have also been sent to gore for analysis.